Event description:
The facility reported that the nurse intended to take the pt out of his bed in order to bring him to the bathroom. She raised the back part of the stretcher to the upper position to allow the pt to reach the handle. After she pulled the lift away from the bed, the back part fell down and the pt fell out of the lift. The pt sustained a hematoma and skin abrasion. No description of treatment was provided.